Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and chronic totally occluded proximal left anterior descending artery. A 1.0 x 10 mm non-abbott balloon catheter was advanced but could not cross the lesion. A rotoblator was used and then a 2.0 x 15 mm nc trek balloon catheter was advanced to the lesion for pre-dilatation; however the balloon ruptured during the first inflation at 10 atmospheres. The lesion was pre-dilated with a 2.5 x 12 trek balloon catheter and a 2.5 x 38 mm xience xpedition was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Interaction with the lesion was the likely cause of the balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.